Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (3.0 mg/ml at 0.3986 mg/day) and clonidine (15 mcg/day at 1.993 mcg/day) via an implanted infusion pump in flex programming mode as of (B)(6) 2015 until (B)(6) 2016. The pump¿s indications for use were listed as failed back surgery syndrome and spinal pain. The provided session date report indicates that low and empty reservoir alarms occurred. No event date was provided. No symptoms were reported in relation to the alarms. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.